Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported the lead displayed noise and was possibly fractured. It was also reported the device failed to sense. The lead was partially removed, capped, and replaced. The device was removed and replaced. No patient complications have been reported as a result of this event.